Manufacturer narrative:
(B)(4). It is unknown if the device sample is available for evaluation.

Event description:
The customer alleges a leak at the level of the valve which prevented a plain loss of resistance.